Manufacturer narrative:
The device was returned for evaluation and the complaint was not confirmed. Review of the DHR and complaint history were performed and no anomalies or issues were noted. A review of dimensional layout on taper found that the taper diameter changed from impaction and exhibits slight oversized condition. This can be attributed to the surgical technique as this component is checked 100% for taper geometry using air gaging before product acceptance in manufacturing. It is reasonable to believe the parts were conforming to specifications when manufactured based on DHR and taper checks performed on returned parts. There are two possible causes to this type of failure condition, improper seating of components during the surgical procedure or biomechanical overload caused by the patients fall. A review of the investigation results were relayed to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under warnings it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." It also states, "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." And "excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017 -10020 this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent initial shoulder procedure on (B)(6) 2014 and was revised on (B)(6) 2015 due to disassociation of the glenosphere. The dissociation of the glenosphere was believed to be due to the patient falling but the surgeon could not confirm. No further information has been provided.